Event description:
The daughter of a dialysis home patient reported a system error 2240 alarm in drain 4 of 5 during treatment using the homechoice device. According to the daughter, the home pt had unintentionally disconnected the set's pt line from the transfer set during sleep. The pt's nurse reported later that day the pt's transfer set was changed and prophylactic antibiotics (vancomycin) administered. According to the pt's nurse there was no pt injury associated with this incident.